Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), she hospitalized due to acidity in her blood [acidosis], piston rod not moved so pen not inject insulin [device issue], piston rod not moved so pen not inject insulin [device failure]. Case description: this serious spontaneous case from egypt was reported by a consumer as "she hospitalized due to acidity in her blood(acidosis)" with an unspecified onset date, "piston rod not moved so pen not inject insulin(device component issue)" with an unspecified onset date, "piston rod not moved so pen not inject insulin(device failure)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy" and insulin penfill unspecified from an unknown start date for "product used for unknown indication", patient age, height, weight and body mass index were not reported. Dosage regimens: novopen 4: medical history was not provided. On an unknown date, patient was hospitalized due to acidity in her blood, as she had not taken her dose of insulin because of the issue with the pen. She mentioned that sometimes piston rod moved and pen inject normally but another times piston rod not moved so pen not inject insulin. The issue occured before and has now been solved. Batch numbers: novopen 4: jvgs573. The outcome for the event "she hospitalized due to acidity in her blood(acidosis)" was not reported. The outcome for the event "piston rod not moved so pen not inject insulin(device component issue)" was recovered. The outcome for the event "piston rod not moved so pen not inject insulin(device failure)" was recovered. Event onset date is not reported in the case. However, the incident date is captured to ensure mir form is generated.

Event description:
Case description: investigation results: name: novopen 4, batch number: jvgs573. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: investigation results updated. Device tab: is non-reportable and malfunction fields updated to no. EU/ca tab: final report check box ticked, expected date of follow up report removed. Device addendum tab: annex b c d g codes updated. Narrative updated accordingly. H3 continued: evaluation summary: name: novopen 4, batch number: jvgs573. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.